Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient was given medication to manage the event and the hospital stay was extended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, under fluoroscopy, the sheath appeared to interfere at the entrance through t he roof of the right superior pulmonary vein (rspv). Cardiac tamponade was suspected, and the procedure was stopped immediately. The case was aborted, and the patient was not under general anesthesia. It was noted that the patient's condition was stable. No further patient complications have been reported as a result of this event.